Event description:
The hosp reported that during an endoscopic vein harvesting procedure the short port btt black inflation valve completely popped out of the device when staff pushed in the syringe, filled the balloon with air then pulled out the syringe. As a result, the balloon would not remain inflated. A replacement unit was used from an accessory kit to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: the visual inspection of the device showed that the valve had fallen out of the luer fitting. The reported failure was confirmed. A lot history record review was completed for the product and there was no nonconformance associated with the lot number. (B)(4).